Event description:
This patient was undergoing a cerebral angiography, and treatment of the left middle cerebral artery aneurysm by placement of stent and coiling embolization. Angiography was performed which revealed the sheath to be above the femoral bifurcation, below the inguinal ligament and the vessel to be of suitable caliber for mechanical closure. A 5f davis catheter was advanced over a 0.038 terumo glide wire into the aortic arch to select the brachio-cephalic artery. The catheter was advanced into the right common carotid artery. Road mapping performed over the carotid bifurcation revealed the bifurcation to be widely patent and the vessels to be of normal caliber. The road map was utilized to advance the catheter into the right internal carotid artery. Right internal carotid artery angiography was performed in the ap, lateral and oblique projections. Angiography revealed brisk antegrade opacification of the right internal carotid artery, right middle cerebral artery, and right anterior cerebral artery with brisk opacification of the anterior communicating artery. No aneurysms, intracranial stenosis, or early draining veins are seen. The vessels are of normal course and caliber and taper regularly. The dural deep venous sinuses opacify. The catheter was withdrawn into the aortic arch. A road map revealed a bovine origin. The catheter was carefully advanced over am lt guidewire into the left internal carotid artery. A 2d hand injected cerebral angiography was performed in the ap and lateral projection. Angiography revealed brisk antegrade opacification of the left internal carotid artery, left middle cerebral artery, left anterior cerebral artery and their branches. There is a 3.5mm x 4mm aneurysm on the left middle cerebral artery mi segment, proximal to the bifurcation, which points superiorly. The neck is broad measuring approx 3 to 3.5mm. No other aneurysms or intracranial stenosis is seen. The dural deep venous sinuses opacify normally. The davis catheter was exchanged for a 6fenvoy xb straight guiding catheter (gc) over an exchange length glide wire using a road map. However, the gc position was unstable and excessive excursion was noted. It was though this was a perilous system and the f6 envoy xb gc was carefully removed and exchanged over glide wire for a 6f neuron gc, which was positioned in the left internal carotid ophthalmic segment. Utilizing a road map a prowler select microcatheter was advanced over a transcend ex platinum 0.014 microguidewire into the left middle cerebral artery superior division. The microguidewire was removed and a cordis 4.5mm x 22cm enterprise stent delivery system was advanced into the left middle cerebral artery. The stent was carefully deployed with the middle of the stent overlapping the aneurysm neck. The catheter was readvanced over the stent delivery system to level of the aneurysm and then the wire was removed. There were no difficulties placing the stent. There was no traumatic contact with the vessel with any of the devices. The prowler select mc was exchanged over the transcend ex exchange length microguidewire for an sl 10 90 degree angled mc. The mc was advanced into the left middle cerebral artery aneurysm. An ev3 - 3d axium 3mm x 8cm coil was advanced into the aneurysm sac and deployed. Follow-up internal angiography was performed which revealed the coil mass to be well seated within the aneurysm sac and the parent vessel to be widely patent. The coil was deployed. The was followed by an ev3 axium helix 2mm x 6cm coil, which was advanced into the left middle cerebral artery aneurysm and deployed. Follow up internal angiography was performed which revealed the coil mass to be well seated within the aneurysm sac and the parent vessel to be widely patent. The coil was deployed. An ev# axium helix 2mm x 3cm was advanced into the aneurysm and deployed. Control angiogram was performed which revealed the coil mass to be well seated within the aneurysm sac and the parent vessel to be widely patent. The coil was detached. The mc was carefully removed over the gw. Follow up control angiography was performed in the ap, lateral and working projection which revealed the parent vessel to be widely patent with no evidence of branch occlusions. The stent remains widely patent with no thrombus formation or extravasations. No flow is seen within the aneurysm sac. The capillary and venous phases remain normal. The neuron gc was carefully removed from the internal carotid artery and pt. The davis 5f was advanced over a 0.038 glide wire into the aortic arch and subsequently to the left vertebral artery. A 2d hand cerebral angiography was performed in the ap, lateral projections which revealed brisk antegrade opacificaiton of the left vertebral artery, left posterior, inferior cerebellar artery, basilar artery, bilateral anterior inferior cerebellar arteries, bilateral superior cerebellar arteries and bilateral posterior cerebral arteries. Retrograde flash filling of the right vertebral artery and right posterior inferior cerebellar artery is also demonstrated. After review of the angiographic data, the catheter was removed the right common femoral artery sheath was removed and hemostasis was achieved utilizing a star-close closure device. The pt was extubated on the table, awoken and transferred to the post anesthesia care unit at her baseline neurological status. The pt tolerated the procedure well here were no immediate complications. There was no evidence of any complications either during the procedure or post procedure upon transfer from the interventional lab.

Manufacturer narrative:
Post procedure CT scan of brain was performed which indicated that there is subarachnoid hemorrhage within the prepontine, interpeduncular and supra sellar cisterns as well as sylvian, fissures. There is additional intra-ventricular extension of bleeding and two blood clots are seen within the lateral ventricles. Blood additionally seen with the 4th ventricles. The ventricles have increased in size since the prior MRI. The cortical sulci are effaced. There are no signs of acute ischemic infarction. There is no evidence of bony lesions. Impression: status post coiling of the left mca aneurysm and stenting of the mca. Subarachnoid hemorrhage with intra-ventricular extension. Blood clots are seen within the ventricle system. Five hours post procedure the pt's neurological status deteriorated due to cerebral hemorrhage and she subsequently died. The stented artery was evaluated by the hosp's pathologist who reported that it appeared the distal times of the distal markers on the enterprise stent made a small pin hole in the artery, a small perforation in the vessel but no struts or end markers were protruding through the vessel wall. Further histological studies will be done on the explanted artery with the stent. Additional info will be submitted within 30 days upon receipt.